Manufacturer narrative:
Bec identifier for this complaint is (B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter lh 750 hematology analyzer (lh 750) was failing backgrounds. Customer reported that the lh 750 generated a "ls offset exceeded high limit" (laser offset exceeded high limit) error message. Customer reported that there was a clear fluid leak under the unit. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the silicone tubing in vl95/98 which had disconnected from a metal fitting.